Event description:
It was reported by (B) (4) that the patient received 3rd degree burns from a helios 300 portable unit when it tipped over on its side and sprayed out liquid oxygen. Patient has received 2 skin grafts on her back side.

Manufacturer narrative:
The unit has not been returned to caire inc for evaluation. If (B) (4) releases the unit for evaluation, we will perform an evaluation of the unit.